Event description:
It was reported to physio-control that the customer's device failed its user test. In the device's memory log an event code had been logged which was indicative for the device not being able to charge defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device and verified the reported failure. It was observed that the biphasic module pcb assembly was burned which caused the device not to charge defibrillation energy anymore. The third-party service agent then replaced the biphasic module pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.